Event description:
It was reported that the irrigation pump was not working. A lack of irrigation in the device is known to cause overheating. Attempts are currently being made to obtain additional information about the event from the user facility.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that the irrigation pump was not working. A lack of irrigation in the device is known to cause overheating. Attempts are currently being made to obtain additional information about the event from the user facility.